Event description:
It was reported to philips that the system gave a remote alert indicating disk space was low, which can impact imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.